Event description:
It was reported that a user received urgent low glucose and low glucose alerts while glucose trended downward from 72 mg/dl to 68 mg/dl, treated with oral carbohydrate, and sought guidance on meal announcement; the user also reported recurrent lows after correction doses, including a prior glucose of 42 mg/dl, and requested further management support. Customer care provided support that included education on correction dosing and timing of meal announcement relative to hypoglycemia treatment. Investigation of this case revealed no device malfunction or component failure and the cause of the hypoglycemia remained unclear. Symptoms included shaking consistent with hypoglycemia. Outcomes included carbohydrate treatment without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.